Event description:
The customer reported corrupt and mixed patient image data. No patient or user injury was reported.

Manufacturer narrative:
A ge service representative performed an onsite investigation. Upon further investigation, use error was identified as the likely cause of the event. The system was operating as intended.